Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 28 mmol/l. The customer¿s incident blood glucose level was 20 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.